Event description:
The hcp reported the pt had a pump refill. The next day the pt reported to the hcp difficulty walking and communicating and feeling high as a kite. The hcp referred the pt to the emergency room for evaluation and to come to the clinic for a pump status check. The pt did not keep these appointments, but was seen by another hcp. The second hcp reported the pump wa interrogated and appeared to be functioning normally. The hcp reported the pt "appears to have recovered without sequela."